Manufacturer narrative:
Product event summary: analysis found the touchscreen was not responding due to a broken stylus. Note the touchscreen was working correctly. Analysis found the bezel had minor damage on the top left hand site (considered as acceptable). It was noted software errors were found in the programmer update history.

Event description:
It was reported the touchscreen was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event.